Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Conclusions - device packaging discarded; device was implanted.

Event description:
During a procedure, it was found the sterile packaging of a patella had a hole. The device was re-sterilized and used to complete the procedure.